Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout. The system was not clearing e-stop. The dongle was found hanging from rear panel. Standoffs are broken. Staff was not aware of how it was damaged. The representative replaced standoffs using trunk stock, secured dongle. System checkout performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system will not fully boot up and will not come out of emergency stop. There was no patient present.